Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they have never had days where they could hardly pee or their bowels wouldn't work, this is new and different and started 3 days ago. The patient said a week ago they could not quit peeing so they increased it to 5. They said, when they walk, it hurts and it goes up toward their back to the lower part of their stomach, they can hardly walk because of the heel of their foot and when they put pressure on their right leg and it hurts up to the right side of their back. Patient said their ins site (on the right side) feels like it has a fever and it feels like their "privacy" is swollen. Patient said they have not had any falls or accidents no other medical tests or procedures. Reviewed the option to turn therapy off or down or change the program and during the call patient was successful to synch with their implant, they were on program 2 at 0.5. They chose to change programs, said their privacy hurts and still feels swollen but walking was better. The patient turned therapy off. Redirected to report the issues to their doctor.